Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After crossing the lesion with a guidewire, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.